Event description:
It was reported the patient ran out of medication in (B)(6) 2013. The patient didn¿t know what was going on at the time and went to the community hospital for 2 days. The patient was discharged and the patient went back to the hcp. The hcp refilled the pump and then the next time the patient went in, she was there for 2.5 hours and this made the patient mad and the patient was dismissed/discharged in (B)(6) by the hcp. The patient¿s family hcp doesn¿t ¿do pumps¿ anymore and the patient was seeking a new hcp to refill the pump. The patient has about 2 weeks left of her medication. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Product ID: 8590-1, lot# n200050, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).